Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvwb13) fractured off; bone loss and infection also was reported. Implant was removed and site was bone grafted at tooth location 30.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, and fracture along the collar. The product is too badly damaged from fracture to accurately measure. No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 and used for approximately 8.5 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 61695775. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st1687) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (61695775) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection + bone loss + implant fracture) or product (tsvwb13). Therefore, based on the available information, implant device malfunction has occurred and the reported implant fracture event was confirmed. The reported medical events could not be verified with the information provided. The most likely cause for the events is patient parafunction over the course of 8.5 years. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.